Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "arm will not grasp clips or function properly." Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip was able to be installed and the grip tip clipped onto the tubing. However, the grip tip is unable to let the clip go after the clip test. The failure occurred multiple times. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.038" offset at the tips. As a result, the clip test failed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the medium-large clip applier instrument failed to grasp clips or function properly. The procedure was completed with no reported injury.